Event description:
It was reported that a clinical trial patient with an implanted edwards aortic bioprosthetic valve experienced rapid atrial fibrillation with multiple pauses, on post implant day #4. Coumadin was initiated to treat the event. Multiple attempts to obtain additional information about the patient and event from the site have been unsuccessful so far.

Manufacturer narrative:
Additional manufacturer narrative: the device remains implanted, and no further complications were reported for this patient. Atrial fibrillation (af) is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient's disease at some point in the post-operative period. It is often transient and does not require intervention. In some cases, it can adversely affect cardiac output and will require intervention, particularly in patients with limited cardiac reserve. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. The available information suggests nothing to indicate a device malfunction or quality deficiency that may have caused or contributed to this event.